Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed that inappropriate auto mode switch episodes were observed due to far r-wave oversensing. The patient was asymptomatic. No intervention was performed at this time. The patient would continue to be followed-up normally.